Manufacturer narrative:
The correct UDI#:(B)(4). During prep of the mynxgrip vascular closure device (vcd), the balloon was torn in a step of preparation. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant sleeve was displaced and sliding on the polyimide shaft. The sealant was protruding out from slit on outer shuttle cartridge and has no exposure to blood which likely indicates device was never inserted into a procedural sheath. The condition of the returned device does not match the description of the complaint. However, it is unknown if the device was manipulated post the procedure. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was not confirmed through analysis of the returned device since no leakage was noted. However, the condition of the returned device does not match the event reported since it was received with the sealant protruding from the shuttle, and the exact root cause of the reported incident/returned condition could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the balloon tear reported. However, it could possibly be related to prep of the device or the concomitant devices. Additionally, the condition of the protruding sealant may have been a factor of shipping/handling for product analysis as this issue was not reported. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(6).

Event description:
During prep of the mynxgrip vascular closure device (vcd), the balloon was torn in a step of preparation. There was no patient injury. The device is available for analysis.